Event description:
It has been reported to philips that the wireless footswitch isn't working properly. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that wireless footswitch isn't working properly. Upon troubleshooting fse identified that indicator was red, and the battery indicator was in green. Fse replaced the wireless footswitch, after replacement of wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.